Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(4) reported the inner needle sometimes stuck at open position so the cutter did not cut. It was replaced with a stand-alone cutter. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in an unknown sterilization pouch along with a bl5325w pack label from lot v5613. The expiration date on the label is 2017-03. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle was binding up and does not enter the port window. The port remains open therefore the cutter cannot cut. It should be noted that a bent needle could contribute to poor cutting performance.